Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform the excessive no delivery test and occlusion test due to compromised force sensor system alarm. Unit received with scratched case, cracked case at the display window corner, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during the prime rewind process. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 260 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.